Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose level. The customer's blood glucose level was 29 mg/dl. The patient was not in the vehicular accident and was admitted to west valley hospital. The customer stated that she is unsure of the cause of low blood glucose level. The customer will monitor the insulin pump as it is working a ok at this time. The customer stated that she will call if needs any more assistance.